Event description:
On 07/16/2026, Dr. (b)(6) reported that a 78-year-old male patient presented to (b)(6) with concerns related to a previously placed dental implant. The implant was placed on (b)(6) 2025 at tooth position #05. It was reported that the implant was not placed after an immediate extraction and was not immediately loaded. The patient presented with the issue on (b)(6) 2026 after the final prosthesis delivery. During the patient's visit, mobility was noted, and the doctor determined that the implant fractured at or after the delivery of the prosthesis/abutment within the bone. As a result, the fractured implant was removed on the same day the patient presented with the issue using a hex driver to release the prosthetic screw. Additionally, it was noted that the implant became mobile on approximately (b)(6) 2026. Periapical and bitewing radiographs showed bone loss. Class III mobility and implant fracture were noted. The implant was not replaced. The patient exhibited inflammation and abnormal bone loss around the implant, which resolved after removal of the implant. The prosthetic restoration was performed on (b)(6) 2025. The prosthesis was a single-tooth, screw-retained restoration. The opposing arch consisted of natural teeth, and the type of abutment was a prefabricated abutment. The patient did not sustain any permanent injury. However, surgical removal of the implant plus socket bone grafting was required. It was further reported that the patient had Type III bone quality and good oral hygiene.

Manufacturer narrative:
The device was discarded, therefore an investigation cannot be performed. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. If any additional information is received, a supplemental report will be submitted. Manufacturer internal reference number: (b)(4).